Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vicmo 13.2 implantable collamer lens, -13.00 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on the same day due to the lens being upside-down. The lens was exchanged for another lens of the same model and length, and the problem was resolved. There was no report of any apparent injury.

Manufacturer narrative:
Additional information: patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/20. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris in product. Visual inspection found that haptic was broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).